Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following investigation elements were determined to be applicable and were completed as part of this investigation: complaint history review. DHR records . Photo/video analysis. Review of risk documentation. Based on a review of this information, the following was concluded: the complaint of a gap between the connector pieces is confirmed; however, the root cause could not be determined. One photograph of a groshong nxt clearvue was returned for evaluation. An initial visual observation of the photograph showed the catheter which was inserted into a patient and the two-piece connector assembly was held in gloved hands. The connector pieces appear to be assembled correctly; however, there is a notable gap that could be seen between the proximal and distal connector pieces. Without the physical sample, it could not be determined if the gap width was acceptable. No major damage or defect could be seen on the sample in the returned photograph; therefore, the cause of a gap between the connector pieces is unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Customer reported that the gap on the oversleeve portion was so big that it was unable to installed and fixed. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
Customer reported that the gap on the oversleeve portion was so big that it was unable to installed and fixed. No other information provided.